Manufacturer narrative:
Failure analysis noted that the pump had no blank display. The pump alarmed failed battery test after battery insertion due to faulty battery tube. They were unable to test the operating currents or perform displacement test, rewind, basic occlusion test, occlusion test, prime/uncompromised force sensor test and excessive no delivery test due to the failed battery test alarms. The pump had cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 85 mg/dl at the time of incident. The customer stated that she was trying to give herself a bolus when the display went blank. Troubleshooting was completed but the display did not return. The customer was advised to leave the battery out for two hours and to call back if the display did not return. The customer called back stating that the display was still blank. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.